Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On the morning of (B)(6) 2025, the patient administered lantus (50 units) and novolog (30 units) via insulin pen, guided by a cgm reading (specific value not documented). Later that afternoon, while conversing with his son, the patient experienced slurred speech and dizziness, followed by a loss of consciousness lasting approximately 15 minutes. At the time, the cgm displayed a glucose level of 311 mg/dl. Upon regaining consciousness, the patient was transported to the emergency room (ER) by his son. No manual bg check or home treatment was performed prior to arrival. The patient arrived at the ER at 2:40 pm. At the ER, the patient¿s bg was measured at 25 mg/dl, while the cgm showed 228 mg/dl. The patient lost consciousness again for approximately 20 minutes. Upon regaining consciousness, he was informed that IV sugar water had been administered. The patient remained hospitalized until the morning of (B)(6) 2025. Prior to discharge, the cgm reading was 289 mg/dl, and a fingerstick bg (bgfs) was 141 mg/dl. The patient was discharged in stable condition and is currently doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid was taken in the ER on (B)(6) 2025. The reported glucose values fall within the c zone of the parkes error grid was taken upon discharge on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H.6. Codes: health effect - clinical code problem code: e0131 speech disorder / code not available h.6. Codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.